Event description:
Hold for rw 2.12 it was reported that prior to implant procedure, packaging of new lead was contaminated, and water marks were noted on the packaging. The lead was not used and procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.